Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers ramping up noted. The device had cracked case at display window corner, minor scratches on the lcd window, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer was attempting to bolus, the number started to bolus and it wouldn't stop. She kept pressing the buttons and they didn't respond. She then pressed the b button which was attempting to give an easy bolus and the device alarmed button error. Customer's blood glucose was unknown. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.